Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. The following sections were corrected: a1. D4: attempts have been made to gather all product identification information and no further information has been provided. - visual review of the provided photo shows a cup and liner explanted with bio on them, no other information can be obtained from the image. - device history record review cannot be performed without product identification. - one xray image not submitted as there are significant markings on the cup, and the event indicates the patient fell, causing the cup to loosen. - a definitive root cause cannot be determined. - complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available at the time of this report.

Event description:
It was reported that the patient underwent a right hip revision due to loosening of the cup following a fall. The acetabulum was revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.